Event description:
It was reported that shortly after implant in the left bundle branch (lbb), this lead was observed on the presenting electrogram (egm) to be exhibiting noisy signals. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).